Manufacturer narrative:
The insulin pump did not alarm with a button error; however, one button was unresponsive due to a corroded keypad trace. The pump was also received with minor scratches on the lcd window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident was 158 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.